Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device on the contralateral side.this report is filed november 28, 2013.

Event description:
Per the clinic, the patient experienced a lack of auditory benefit with device use. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the decision to discontinue use of the device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed on 07 feb 2014.